Event description:
It was reported that the user called with a blood glucose of 48 mg/dl without symptoms, was advised to confirm with a fingerstick, and was informed that the ilet automatically suspends insulin delivery when glucose is low. Symptoms included an asymptomatic low glucose measurement. Outcomes included user education on confirmation testing and treatment with oral glucose. Investigation included a review of the reported event and troubleshooting focused on user guidance and device behavior during hypoglycemia. Investigation of this case revealed no device alarm or malfunction reported and no component issue observed, with the pump behavior consistent with automated suspension during low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.